Manufacturer narrative:
The insulin pump was received with loose protruded drive support disk; unable to prime during the prime test due to loose protruded drive support disk also, unable to perform occlusion test and no delivery test due to prime anomaly. No motor error alarm noted and the motor passed motor test. However, the insulin pump passed idle current test, run current test, self test, off no power test, a21 error test, basic occlusion test and displacement test. The insulin pump has cracked display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was 132 mg/dl at the time of incident. Troubleshooting found that the drive support cap was protruded from the unit instead of being recessed. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.